Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was receiving 5 mg/ml dilaudid at 3.842 mg/day and 544 ncg/day clonidine at 418 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal clonidine 1088 mcg/ml at 418 mcg/day and dilaudid 10 mg/ml at 3.842 mg/day. The indication for use was non-malignant pain. A dye study had been scheduled prior to this and ¿cxd.¿ the patient complained of an increase in pain and went to the emergency room. The patient had a granuloma. A catheter revision was scheduled for (B)(6) 2016. The hcp removed 17 cm of the catheter but also left in ~30 cm of catheter and ligated it. The hcp stated she should be able to figure out how much was left implanted. At implant, the hcp replaced the spinal portion of the catheter and connected to the pump segment (which remained existing with no change). The issue was not resolved. The patient¿s status was ¿alive ¿ no injury¿ at the time of this report. No dosing changes were being made. Follow up was conducted regarding the cause of the patient¿s issues, diagnostics performed, and the timeline of the patient¿s symptoms. If additional information becomes available, the event will be updated.